Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that: "it was reported that the pt has been complaining of right groin and posterior hip pain. Pt wanted to know if her hip implants were subjected to any recalls."